Event description:
Received a copy of the customer's medsun report from the FDA which states, "biomed received alaris pump, note on unit stating system error; 255-16- 75. Did not recognize the error performed functionality and safety checks, upon start up, operating error occurred (800.8000)." No patient involvement was reported.

Manufacturer narrative:
The reported event of mw file - system error 255-16- 75 and 800.8000 file was opened to document an event that the customer reported. Devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 12/19/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for unit will not turn on, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device.